Event description:
Patient representative reported "massive pain in shoulders, elbows, wrists, finger, cataracts, vitiligo on legs and hands, pain also in lower part of the body". Later healthcare professional reported "chronic or persistent anxiety, isolated dystrophic calcifications, lymph node findings in the axillary cavities with characteristics of high glucose metabolism, findings at levels of large joints and high glycemic metabolism of a phlogistic nature, lymph nodes with sinus histiocytosis and chronic lymphadenitis, giant-cellular imprint with histrionicotoxins phenomena of likely reactive origin, selective bilateral axillary lymphadenectomy". This record is for the right side. Device has been explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number (B)(4). The event of "anxiety" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety.